Manufacturer narrative:
One photo was received for investigation. It was observed that there was a leak between the pilot balloon and valve. A manufacturing review of a similar device was performed and no discrepancies were found. Based on similar complaints, the root cause was determined to be a manufacturing issue in which solvent was missing between the pilot balloon and the valve.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that there was a suspected air leak with a smiths medical portex® clear pvc, soft seal® cuff tracheal tube when there was a noted fall in ventilated tidal volumes. It was reported that the pilot balloon had partially deflated, was refilled several times, after which the ventilation volume and the leak briefly normalized. A laryngoscopy was performed and revealed that the cuff was partially deflated. Subsequently, the endotracheal tube (ett) was exchanged for a new one without complication. Externally the ett did not appear to have a leak but after being submerged underwater a leak from the one-way inflation valve was detected (junction between the valve and pilot balloon). There were no reported adverse patient effects.